Event description:
Customer reported various intermittent issues and error codes. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator interface cable and the table generator interface board. System operates as intended. This MDR is related to ge healthcare complaint number.